Event description:
It was reported via repair work order that the mattress would not adhere to litter surface due to worn velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.